Manufacturer narrative:
Di: (B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 38 x 3.00mm promus premier¿ stent delivery system (sds) was advanced into a non-bsc guide extension catheter; however, the distal edge of the sds came into contact with the non-bsc guide extension catheter. It was noted that the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.